Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that immediately after opening the package, the tip of the sheath was found to be damaged like a hangnail. It was further reported that the sheath could not be inserted. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a stuck microintroducer is confirmed but the exact cause remains unknown. One 4.5 fr microez microintroducer was returned for evaluation. The dilator was present with the sheath and the sheath had not been peeled. Deformation on the sheath tip was visible. The dilator tip also appeared to have a slight bend. Blood residue was present within the device. Microscopic observation of the sheath tip revealed the taper to be present. One section of the tip was bunched inwards. A longitudinal split was observed to be present near the section containing the inward bunching. The split surface appeared to be even and smooth. The product instructions for use includes instructions which may have prevented the reported issue. The IFU states, ¿introduce the microintroducer assembly over the guidewire. Using a twisting motion, advance the assembly into the vessel.¿ since the damage present on the device indicates a difficult insertion was experienced, the complaint is confirmed.

Event description:
It was reported that immediately after opening the package, the tip of the sheath was found to be damaged like a hangnail. It was further reported that the sheath could not be inserted. Another device was used to complete the procedure. There was no reported patient injury.